Event description:
The patient had an atrial flutter ablation today. I checked the device prior to the ablation and everything was ok. When I checked the device post ablation, there was an alert for alpc, rv unipolar lead impedance warning, polarity switch and looking at the impedance trends there was an atrial impedance out of range as well. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).